Manufacturer narrative:
The pt did not require any medical intervention as a result of this blood loss. The pt was discharged to home following the completion of his treatment, which was completed on another machine. The pt suffered no injury as a result of the burning smell coming from the phoenix. There was no other pt info provided. On april 27, 2007, bio-medical tech opened up machine and began a visual investigation to discover cause of smoking incident. It was at the point, when he turned the machine on, that he discovered the cause: about 10 seconds later the venous clamp driver board caught on fire. He reported that he was able to pull the plug and snuff out the flames and close the door quickly to minimize damage. He was able to extinguish the fire. The bio-medical tech did not require any medical intervention nor did he sustain any injury as a result of this fire. Gambro technical svs (gts) does not provide any services to the clinics. The bio-medical techs do all the maintenance and repairs on their phoenix machines.